Event description:
It was reported that the presenting rhythm appeared to be sinus, but the device showed ventricular pacing on the markers. The bipolar capture thresholds were 2.75 v, 0.4 ms and 1.75 v, 1.0 with sensing at 0.3 mv to 1.0 mv. Unipolar capture thresholds were 1.25 v, 1.0 ms with sensing at 3 mv. A chest x-ray did not reveal inappropriate lead placement. The device was programmed to the unipolar configuration.